Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. Review of the controller log files revealed four (4) electrical fault alarms, logged between (B)(6) 2021 at 17:39:52 and (B)(6) 2021 at 12:48:24, each due to an open phase on either the front or rear stator, resulting in the pump running on a single stator. Additionally, one (1) high watt alarm was logged (B)(6) 2021 at 12:46:14, likely due to the increased power consumption required to run on a single stator. The electrical fault alarms were followed by a vad disconnect alarm at 12:48:43 on (B)(6) 2021 due to open phases on both stators. A vad disconnect alarm indicative of a physical disconnection of the driveline from the controller was then recorded at 12:50:29, which likely corresponds with the reported controller exchange. Log file analysis also revealed two (2) controller power up events, with associated motor start events, on (B)(6) 2021 at 17:41:45 and (B)(6) 2021 at 12:48:14. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 35% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 59% rsoc and (B)(6) was connected to power port two (2) with 91% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 8 seconds and 26 seconds, respectively. As a result, the reported event was confirmed. Based on risk documentation and the available information, a possible root cause of t he reported electrical fault alarm event, as well as the observed high watt alarm and initial vad disconnect alarm, can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to b2) outcome attributed to adverse event, b5) desc evt problem and imf (annex f) health impact codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was discharged without issue.

Manufacturer narrative:
A supplemental report is being submitted for correction. Sections b1 and h1 were corrected. This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm and there were unexpected losses of power to the controller. The controller was exchanged. No patient complications have been reported as a result of this event.